Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hub detachment issue occurred. The biosense webster inc. Product analysis lab received the device for evaluation on 3/28/2019 and found the brim cap separated from the dilator. These finding coincide with what was reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer ref no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On (B)(6) 2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hub detachment issue occurred. The sheath had a complete hub separation after placement in the body. There was no resistance upon insertion. The sheath was removed and changed to an agilis sheath. The physician said there was no exposure of braid and no abnormal conditions. No adverse patient consequences were reported. The hub attachment issue has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a hub detachment issue occurred. The investigational analysis completed 5/29/2019. The device was inspected and the brim cap was found broken and detached from the hub. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the brim cap cannot be determined. However, an internal corrective action was created to investigate this issue. Similar complaints are monitored monthly. Manufacture reference no: (B)(4).